Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the trocar broke. The duck bill seal came out of the trocar and fell into the patient and was stuck in the peritoneum. They used suction to remove the duck bill out of the patient. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4) = duckbill out of position the device was received with the duckbill detached. The duckbill was noted to be cut on one wall at slit area. Although it is unknown what may have caused the duckbill to become detached, please note this could potentially be related to an excessive bending load while the surgeon is manipulating inserted devices. However, a corrective action has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.